Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that they heard a magnet tone the previous day. It was noted that the patient was not near any magnetic source and wanted clarification if the magnet tone goes off for other reasons. The patient was encouraged to work with their cardiologist and have a device check performed. The implantable cardioverter defibrillator (ICD) remains in use. No patient com plications have been reported as a result of this event.